Event description:
It was reported that the patient had been seen by paramedics for hypoglycemia. The patient's blood glucose levels reached 38 mg/dl while wearing the pod. Symptoms reported include not being able to get out of bed, sweaty and disoriented. The paramedics provided the patient with a jelly sandwich. The patient was released 10 minutes later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.